Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer thinks the spirit combo insulin pump insulin delivery is wrong. He thinks the pump delivers too much insulin. He reported his blood glucose level had been 44 mm/dl. No adverse event reported. A request was made for the return of the device.